Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on march 25, 2025.

Event description:
The patient reported heard a loud noise and saw smoke evolve from the power adapter of the merlin transmitter. Upon disconnection and reconnection of the power adaptor, the smoke continued. The patient was advised to discontinue use of the transmitter. The were no patient consequences.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.